Event description:
It was reported that this right atrial lead was explanted due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).